Event description:
The customer called to report unexplained high blood glucose levels. The blood glucose reading at the time of the call was 300 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to moisture damage to force sensor. Unable to perform the occlusion and excessive no delivery test due to prime anomaly. Moisture damage to the motor noted.